Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during meniscus repair, with fast-fix 360 curved ndl delivery sys the t1 and t2 implants were deployed at the same time. Removed t1 and t2 implants from the patient. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. No other complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals both anchors have become detached from the device. A visual inspection revealed the device was returned outside of original packaging. The anchors were returned detached from the device. The suture was attached to the anchors. The deployment needle was in the t1 pre-deployment position indicating the device had functioned manually twice. No visible damage to the device. A functional evaluation revealed the device functioned as expected. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device.